Manufacturer narrative:
G4: 28jan2020. B4: (B)(6) 2020. The manufacturer's field service engineer (fse) performed remote troubleshooting and provided the customer with the part number for a replacement flow sensor assembly. The fse discussed the replacement of this part per the service manual. The customer reported that the flow sensor assembly was replaced. The unit has been put back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported failing o2 (oxygen) mix accuracy. The customer confirmed the unit was good at 21% and 100% and read out of tolerance high at 30% and 60%. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.